Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that insulin pump received a low battery message shortly after battery change. Customer's blood glucose was 8.2 mmol/l. It was reported that customer received a power error alarm. Customer was instructed on resetting alarm. Customer was advised to wait ten minutes before re-inserting battery and to call back should issue re-occur.